Event description:
Beckman coulter inc., (bec) from japan reported that liquid leaked from one of the bottles of the immunoprep reagent kit. The cap was closed and there was no observed damage to the bottle. The leak was observed during the receiving inspection process. The customer reported wearing personal protective equipment (ppe) before and during the receiving inspection process. The product was quarantined after inspection. There was no death or injury and medical attention was not required. There was no exposure to skin or mucous membranes.

Manufacturer narrative:
There is an exposure control plan in place at the customer's facility and the material safety data sheet (msds) was reviewed. The root cause of the leak is unknown. Bec internal number: (B)(4).